Event description:
It was reported that the right ventricular (rv) pacing impedance had increased and the patient was reported to have been painting and reaching above the patient's head in the previous few weeks. A lead fracture was suspected. Approximately one mother later, the lead was explanted and replaced. It was also reported that in the process of extracting the rv lead, the atrial lead inadvertently got "messed up." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.